Manufacturer narrative:
The unit had an intermittent up button response due to a corroded keypad. There was no button error alarm during testing. There was no unexpected numbers ramping or scrolling during testing. There was no moisture damage on the electronic assembly during visual inspection. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.